Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the unit was delivered to the customer on october 10, 2013. The lm reported that the most probable causes for the reported event are as follows: the root causes could not be identified. Based on the investigation results, the probable causes are shown below, in consideration of the additional information: it was inferred that unintentional user setting was readout, causing the phenomenon. If the df device was not connected and is turned on at the release 1/2 settings, the e402 error occurs. It is inferred that there was abnormality not in the subject device but in the endoscope.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility to obtain additional information and was informed that the device will not be returned as the facility¿s biomed was able to troubleshoot the unit and resolve the issue.

Event description:
The service center was informed that an ¿ e402¿ error was observed and there was no scope image. There was no report of patient involvement.